Manufacturer narrative:
(B)(4): the customer reported that the device failed the op check. There was no reported pt involvement. Philips evaluated the device and confirmed the issue. The therapy pca was replaced to resolve the failure. The device passed all tests and was put back into service.

Event description:
The customer reported that the device failed the op check. There was no reported pt involvement.